Event description:
It was reported during a laparoscopic cholecystectomy while using a 511sd trocar the surgeon was using the device and he felt resistance due to the threads on the trocar. He felt he had to use additional force to insert and once past the threads the trocar advanced quickly and the guard did not retract back over the blade quickly enough. This resulted in an arterial laceration. The surgeon opened the pt to control bleeding.